Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked display window corner, stained end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. It was stated that the lower left and the lower right of a the screen have a crack and the logo is discolored. The self-test and operation test were completed normally. The device was returned for analysis.